Event description:
It was reported that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2015 and absorbable straps were used. During the procedure, the positioning tip came off the device during tacking. The procedure was completed with a like device. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: actual device was received for evaluation. Visual and functional inspections were performed and the device was returned with the cannula cap detached from the cannula tabs and the cannula cap was inside a plastic bag. No damage was found on the internal components. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).